Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an arthroscopic shoulder stabiliz a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece was plugged-in the vapr vue generator. The suction was out-of-order/did not work/blocked before the electrode was in-situ. 6 devices were received in the original package and are sealed, and 1 device was received in the original package and its opened; there not visual damages were observed. Also, 1 box was received opened and stained but without the device inside, the package was damage. Due to the failure reported is related to suction, the devices were sent to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: seven devices were returned as part of the complaint. All devices were returned in the original packaging, with only one device being received open. The opened device cable was still taped; also, no obvious signs of activation, although a portion of active tip is discolored and staining visible on inside of suction tube, insertion of a wire removed debris. Supplier summary: the customer claimed the suction was out-of-order/did not work/blocked. A total of seven devices were returned for review, all with the same lot number. Six of these devices were in the sealed original packaging. The remaining device was returned in opened original packaging; this device showed no evidence of surgical use. The suction path on three out of the seven devices were found to be blocked. All the blockages were within the active suction tube and at the proximal end. The blockages are deemed to be caused by uv glue migrating into the suction tube. From our investigation we were able to confirm the reported suction failure with three of the seven returned devices. The complaint failure mode was confirmed as uv glue within the active suction tube and is consistent with other complaint devices investigated under CAPA. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. Further investigation into this failure is being conducted under CAPA with process improvements, root cause analysis and identify a corrective and/or preventive action plan under review. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore based on a review of the product DHR & ra no containment or correction action related to this individual complaint is required. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the vapr coolpulse 90 electrode, 90° suction w/integrated handpiece device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the suction path on the device was blocked. There was no procedure nor patient involvement reported. No additional information was provided.